Event description:
It was reported that while using the bd facscalibur¿ basic sensor unit sip drips when they remove tubes. The following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
"A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Manufacturer narrative:
H.6 investigation summary : investigation result / analysis: the investigation was performed based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, and the root cause of the uncontained waste leakage was a clogged droplet containment module (dcm) tubing line. This tubing line is used to help aspirate waste into the waste tank, and therefore, any clogs or debris would contribute to leaks or backflow. The customer reported a dripping sample injection port (sip) when they removed the tube, but confirmed that the dcm pump was still correctly activating when moving the support arm to the side. The tsr (technical service representative) instructed the customer to flush the dcm pump tubing with facsclean, a cleaning detergent, and this dissolved the clog and resolved the issue. No fse (field service engineer) was needed on the site, and there were no cases associated with issues of leakage after this, so the instrument is very likely performing as expected with no further leaks. Although the leak was biohazardous waste, there was no skin contact with the fluid. No user was harmed or injured as a result of the leak and no medical treatment was performed. Users should wear proper ppe (personal protective equipment), especially while handling biological waste as stated in facscalibur¿s (IFU) (instructions for use). Proper daily and monthly cleaning procedures can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 01/vers. A, starting on pages 60 and 173 (maintenance). The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 21nov2000. Defective part number: n/a. Case comments: o subject / reported: 343020 - facscalibur - dripping sip. O problem description: the customer reports that the sip drips when they remove tubes. O work performed / solution. O (B)(6) 2022 2:34 am) the customer reports that the sip drips when they remove tubes. O (B)(6) 2022 2:36 am) asked whether the customer can hear the dcm pump activate when they move the support arm to the side. Sent cleaning instructions for the dcm pump tubing in case the pump still correctly activates. O (B)(6) 2022 4:52 am) after flushing the dcm pump tubing with facsclean, the waste tubing clog was dissolved and the issue resolved. Returned sample evaluation: a return sample was not requested because no part was replaced. Risk analysis: risk management file part # ra342973-01, rev. 01/vers. A, bd facscalibur fmea (failure mode and effect analysis) was reviewed. No new hazards have been identified and the current mitigations are sufficient with rpn under acceptable range. Hazard(s) identified? ¿yes, ¿no. O item: droplet containment module. O function: to contain droplets. O potential failure mode: droplets are not contained. O potential effects of failure: all of the sample is lost. O initial severity: 5. O potential cause(s)/mechanism(s) of failure: pump not properly sealed. O initial occurrence: 5. O current controls: n/a. O initial det: 1 . O initial rpn: 25 . O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a . Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results, the root cause was determined to be a clogged dcm waste line. Conclusion: based on the investigation results, the root cause of leakage of waste not contained within the instrument was a clogged dcm pump tubing. The leak was confirmed, and the customer flushed the tubing with facsclean, thus dissolving the clog. This resolved the issue and there were no cases associated with issues of leakage after this one, so the instrument is very likely performing as expected. No one was harmed or injured, and no medical treatment was performed to the customer due to the waste leak. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a .

Event description:
It was reported that while using the bd facscalibur¿ basic sensor unit sip drips when they remove tubes. The following information was provided by the initial reporter: 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained . 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.